Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states enduser saw smoke from gtam module. Dealer advised left brake damaged as well.